Event description:
Customer thinks that the pump got dropped causing the platen door where tubing goes in is bent and pump alarmed check set or door open during testing. Customer could not provide further information.

Manufacturer narrative:
Investigation found that impact bent platen door causing it could not close properly and the pump failed door open set not installed and 40 psi test. The platen was replaced to resolve the issue.